Event description:
It was reported by service report that the fowler will not raise or lower and there was evidence of fluid intrusion in the footboard. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler gas spring cylinder.